Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, and the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was 208 mg/dl. Reportedly, the pump ultimately cleared the alert and the pump charged. The customer continued to use the pump for insulin therapy.